Event description:
Customer reported via phone call to have high and low blood glucose of 30 mg/dl. Customer reported of being hospitalized but no hospitalization information was given. Customer also reported of having no delivery alarm. Customer requested to have insulin pump upgraded in order to have a pump with the threshold suspend features. Customer was transferred to helpline

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.